Event description:
Reporter alleged blood glucose measured 492 mg/dl at 8:20 pm, back to back with a result of 190 mg/dl performed at 8:30 pm. It was stated another comparison read 190 mg/dl at 8:30 pm, back to back with a result of 91 mg/dl when testing was performed at 8:40 pm. Customer stated taking normal medications at 7 pm on the same evening, but did not test at that time. No other actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.